Event description:
The patient reportedly was assaulted and hit over head at implant site. The patient is experiencing poor sound quality along with pain and tenderness at the implant site. Testing showed that the patient's device is functioning within normal limits. External equipment was exchanged, however, this did not resolve the issue. The patient has discontinued use of the device. Revision surgery is being considered.